Manufacturer narrative:
(B)(4). G2: italy. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial component fractured forty days post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.